Manufacturer narrative:
Date of event - estimated as the date this event occurred is unknown.

Event description:
It was reported that an adverse event leading to surgical intervention occurred. It was reported via social media that a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was attempted to be implanted. During the procedure, an adverse event occurred, which prompted a surgeon to crack the patient's chest open and place a clamp. The patient was no longer on any medication regimen post surgical intervention.